Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event of controller error was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported incident was isolated to the firmware corruption of the central processing unit located on the stimulate board.

Event description:
During the procedure, after testing one motor nerve, the generator gave a controller error and it would not boot to a usable state. The case was cancelled.